Event description:
The customer reported via phone cll that they had reservoir leak. The customer's blood glucose was 303 mg/dl. The customer stated the leak was between the o-rings in the reservoir. The customer also reported their reservoir compartment was dry. Customer also reported a air bubble in their reservoir. The customer was advised the leak in their reservoir could be caused by an air bubble expanding in the reservoir. Customer was advised to change out the reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.